Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leakage during a perm implant procedure on (B)(6) 2020. The surgery was completed successfully. Post-operatively, the patient had a headache.

Event description:
Additional information received the patient's headache has resolved.